Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported "left side deflation". Device has been explanted. Upon surgery, it was observed "device had a valvular seam break, and that is where the leak was".

Event description:
Healthcare professional reported "left side deflation". Device has been explanted. Upon surgery, it was observed "device had a valvular seam break, and that is where the leak was".

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: opening, opening crack. Leak test was performed and found opening on anterior and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.